Manufacturer narrative:
The device lot number was not provided; therefore, a review of device history record (DHR) could not be performed. The device was implanted in the patient and is not available for return to the manufacturer for analysis and procedure images not provided. Therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies stent thrombosis, stenosis of stented segment as potential complications associated with use of the device.

Event description:
It was reported that the physician used a fred 21 on a grade 3/4 sah patient. The device deployed without issue from the right m2 superior division to the proximal m1 to cover small blister aneurysm at the bifurcation. All vessels were patent with good flow upon completion of case. Patient administered brinlinta with pru of 104. Approximately 12 hours post procedure, the patient presented with left extremity weakness. Follow-up angiography showed inferior m2 branch occlusion. Tissue-type plasminogen activator (tpa) and stentreiver thrombectomy of vessel was perform with mild success opening the inferior branch. Superior branch and m1 were open and patent. The physician did not feel it was a device specific issue or failure.